Manufacturer narrative:
This report was originally filed as 1644019-2017-00558. All future follow up reports will be filed under the manufacturing number noted in this report. A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that the slit knife and the ophthalmic knife included in the surgical pack were dull. The products were replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation. A product sample has been requested for evaluation." This is the first product complaint for the same event.